Manufacturer narrative:
Not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the fuses in the mobile view station (mvs) power board were components replaced. The imaging system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: fuse bi31000154 fuse 10a/250v sb. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was not getting power on. It was noted that the power led was not glowing and the system was not turning on. The fuses in the mobile viewing station (mvs) power board were replaced. The system was checked and was found to be working ok at the time of report. There was no patient involvement.